Event description:
It was reported that a health care professional (hcp) contacted boston scientific technical services (ts) explaining that the presenting electrogram (egm) showed no atrial signals present, and ventricular beats were being labelled as premature ventricular contractions (pvc). Ts reviewed data from the device and indicated that this right atrial (ra) lead exhibited undersensing, which could be caused by a potential displacement, or it could be patient rhythm related. Recent ra lead measurements appeared normal. Ts provided troubleshooting steps in order to assess the ra lead integrity. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service.